Manufacturer narrative:
(B)(4). Field service report was received by teleflex complaint management from teleflex chelmsford facility after 30 day timeline.

Event description:
It was reported per field service report: symptom - while transferring patient to intensive care unit the intra-aortic balloon pump (iabp) screen turned blank and stopped pumping with alarm. Pump was reset three times and resumed normal operation. Patient was not harmed. Pump swap was successful. Findings/action taken: could not replicate problem tugging on display umbilical cord. While pumping, pushed pump over thresholds several times to make sure no loose connections. Replaced display head umbilical cord. Functional checklist was performed. The iabp performed to specification. Software level: 2.24.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: the display head cable was returned for evaluation. Visual inspection of the display head cable was performed and a nick was noted. No other obvious damage or defects were noted. The continuity test of the display head cable was performed using a digital multimeter and passed. The display head cable was installed into a known good autocat2w. The display cable made a secure connection at both ends and the pump powered on normally with no errors. The display head cable was then flexed at various points including the connection at the display head and the connection at the time meter plate with no errors or display distortion observed. The pump operated as intended with the display head cable in question installed. Further evaluation of the display head cable was performed. Both ends of the connector shells were cut open and no abnormalities were noted. A device history record review was conducted for the iabp serial/ lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of "blank screen" cannot be confirmed. The field service representative could not reproduce the I ssue during the repair. Other remarks: no parts or recorder strips were returned for evaluation. The cause of the reported complaint is undetermined.

Event description:
It was reported per field service report: symptom - while transferring patient to intensive care unit the intra-aortic balloon pump (iabp) screen turned blank and stopped pumping with alarm. Pump was reset three times and resumed normal operation. Patient was not harmed. Pump swap was successful. Findings/action taken: could not replicate problem tugging on display umbilical cord. While pumping, pushed pump over thresholds several times to make sure no loose connections. Replaced display head umbilical cord. Functional checklist was performed. The iabp performed to specification. Software level: 2.24.